Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging that the control solution results were outside the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.